Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The manufacturer visually inspected the external part of the device and found visual foam degradation. The internal aspect of the device was inspected and found e20 blower contamination (foam). The device's downloaded logs were reviewed by the manufacturer. There was 1 errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation. Unit scrapped due to age. Section h6 updated in this report.